Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product analysis: the full lead was returned and analyzed. No anomalies were found. The helix was pulled/stretched/overstressed/ bent. Blood was observed on the proximal and distal conductor. Body tissue/fibrotic growth was observed on the distal electrode. The outer insulation was cut/breached. Apparent explant damage was noted. Product: a3dr01, implantable pulse generator, implanted (B)(6) 2013; 4574, implantable pacing lead, implanted: (B)(6) 2013.

Event description:
It was reported that one week post-implant a check of the implantable pulse generator (ipg) found high pacing thresholds. It appeared the ventricular pacing lead dislodged and cardiac perforation was suspected. Follow-up continued on the patient and it was noted there was a pacing spike after the r-wave on an ECG. The patient was transferred for an explant procedure for the ventricular pacing lead. It was confirmed the tip of the ventricular lead penetrated the left intercostal. The patient developed hemothorax and blood was aspirated. The perforation site was stanched by compression. The ventricular lead was explanted by the physician. A pin plug was inserted into the ventricle port and the device set at aai60ppm. A replacement MRI-capable ventricular lead was not implanted but it was noted it will be implanted and the procedure was ended. No further patient complications have been reported as a result of this event.